Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. After running few samples, fse noticed that the retention time (rt) was fluctuating. Fse preformed drain flush, but the issue did not resolve. Next, fse replaced the uptake and purge check valves, preformed a drain flush, and then ran more samples. This time the rt was steady around 0.60 minutes. Fse was subsequently able to run precision and quality control (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 16sep2017 through aware date 16oct2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting, states the following: 200 area low error. Three successive results below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again.

Event description:
It was reported that the customer received ""200 area low" errors and low linearity with their g8 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
One uptake valve and one purge check valve were returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Both valves failed functional testing. The reported event was duplicated. The most probable cause of the reported event is due failure of the purge and uptake check valves. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.